Event description:
2024-05-06: integrum has been informed that axor ii unit i9808 has fallen off the abutment during use. No further information is available yet and the unit has not yet been received at integrum. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification.

Event description:
2024-05-03: integrum has been informed that axor ii unit i9808 has fallen off the abutment during use. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. 2024-05-20: information received from cpo that there were no patient ifall or injuries. The exact date of event is unknown. 2024-05-21: technical investigation of received unit i9808 performed. During the investigation, the axor did not pass the functional test in regards to gripping function and some wear was observed on the clamps. The clamps were replaced and the unit was serviced. After service, the unit was tested according to specification with approved results. The cause of the identified wear cannot be concluded, however a feedback report has been provided to the customer highlighting the importance of attaching the axor ii according to the IFU and that the axor ii should not be used if a stable connection cannot be achieved.